Event description:
A consumer reported she experienced recurrent eye infections from 2007 through 2008 with use of this bottle of product. She stated that in 2008 she visited an ophthalmologist, who diagnosed "infectious keratitis" and treated her with a combination ocular antibiotic/steroid medication. The consumer indicated that when she visited the ophthalmologist later that month, the infection had resolved but she was still unable to wear her contact lenses (proclear daily wear). She changed to new lenses and a new case after each infection resolved but continued to use the same bottle of product. The consumer stated she felt her visual acuity was worse after the infections than before. The ophthalmologist provided info in the same month, stating that he had examined the consumer and diagnosed "infectious keratoconjunctivitis" and confirmed the above treatment. The ophthalmologist indicated that each episode lasted approx three weeks and the consumer discontinued lens wear and product use each time. Per the ophthalmologist, a culture of the solution in the bottle of product tested positive for bacterial growth. (Achromobacter xylosoxidans) eleven days later. A culture from the eye tested positive for bacterial growth (acinetobacter iwoffii) in 2007. At a visit in 2008, the consumer's corrected visual acuity was 20/60 in the left eye (os) and 20/25 in the right eye (od). In 2007, her corrected visual acuity was 20/20 both eyes (ou). The ophthalmologist indicated that product could possibly be related to the infections but he did not rule out other causes.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this report has not been received for evaluation. Evaluation of a retention sample from lot 115791f is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l reportable info becomes available. This report mailed in to FDA on: 02/22/2008. Add'l info was requested from the consumer on 01/25/2008 (2), 01/28/2008, 02/18/2008 and 02/19/2008. Info was provided by the consumer on 01/28/2008. Info was requested from the ophthalmologist on 01/28/2008 (2), 02/18/2008 and 02/19/2008. Info was provided by the ophthalmologist on 01/29/2008 and 02/19/2008.